Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the catheter was used to monitor the intracranial pressure for approx 36 hours. During a tracheostomy procedure the monitor stopped displaying a wave form. The catheter was replaced.